Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheter twisted and bound on the lead in the innominate area of the vein. Three different catheters from the same lot were utilized with the same results and it was noted the lead dislodged while slitting the catheter, likely due to binding by the catheter. A fourth catheter was utilized to complete the procedure. The catheters were discarded and the left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.